Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inflation pressure did not go up. A 26 encore balloon catheter inflation device was selected for the procedure. During the procedure, it was noted that the pressure will not rise. It was further noted that positive pressure was applied as the concomitant device was successfully inflated. Another of the same device was used to complete the procedure. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the gauge needle was moved slightly but it was not able to increase the pressure any further and the balloon was not dilated.